Event description:
It was reported to philips the device did not charge or shock while attempting to shock a 22 month old toddler in cardiac arrest. During resuscitation efforts, the pediatric defib pads were placed anatomically correct (anterior/posterior) on the patient. During the first two rounds of CPR, there was no shockable rhythm observed. A joule setting of 20j was selected and charged. The user determined, based on the presenting rhythm of pulseless electrical activity (pea), they would not defibrillate; instead, they returned the energy selector dial to monitor and assessed the need to defibrillate on the next rhythm check. The next rhythm check was identified as v-tach, absent a pulse; the user decided to defibrillate at 20j. The user selected 20j on the selector dial, pressed charge, but no action on the monitor happened. After the user realized the charge did not take place and there was no indicator that a defibrillation could be delivered (the charge nor the shock button were illuminated), the user decided to continue chest compressions and turn off the monitor, wait for 10 seconds, and then turn it back on. This process worked to charge and deliver the energy setting desired. The user has not previously or subsequently experienced anything similar with this device. The user is unaware of any settings that would have caused this to happen and hopes philips can shed some light. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips clinician reviewed the patient event file. The charge button was pressed at et (elapsed time) 07:20, at 50j, which was subsequently disarmed at 07:27, as the 7 seconds between charging and disarming was less than the minimum 30 seconds for auto-disarm. After reviewing both case files (one beginning at 07:11 and the other beginning at 07:32), philips determined that the device disarmed after charging in both situations in less than 30 seconds (prior to the shortest auto-disarm time). The philip repair center evaluated the heart start mrx and confirmed the unit intermittently did not charge to shock. To correct the issue, philips replaced the processor pca and the optical switch. The repair bench technician replaced the processor pca and optical switch. The device passed all performance assurance tests and was returned to the customer. The processor pca controls all modules and subsystems and ¿supervises¿ therapy board functions; therefore, a faulty processor pca could have resulted in the disarm experienced by the user.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device did not charge or shock while attempting to shock a (B)(6) month old toddler. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.